Manufacturer narrative:
B5 - "the surgeon performed re-rotation and the patient outcome is good." Should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
B5 - "reportedly, 'the surgically induced astigmatism is 0.84 x 149' and 'repositioning the ticl os. Rotating the ticl by 27 degrees clockwise from the 25/205 to the 178/358 degree meridian will reduce the magnitude of the astigmatism by 59%'." Should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced astigmatism and lens rotation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.